Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer reported a burning smell while using the architect i2000 analyzer. Abbott field service evaluated analyzer and observed evidence of fire at the r1 antenna board. There was no report of injury to any operators or impact to patient management.

Manufacturer narrative:
An abbott field service engineer (fse) completed troubleshooting of the instrument. The fse verified the customers observation. While troubleshooting the issue the fse discovered evidence of charring/burning of the antenna, r1. The part was replaced to resolve the issue. A service history review identified no issues for the antenna, r1 (part number 7-78720-01) before or after the part was replaced. Tracking and trending was completed; an adverse trend was not identified. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the antenna, r1 part or the architect i2000sr analyzer, ln 03m74 were identified.